Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump was not working. The customer stated that there were cracked around the battery compartment. Customer stated the insulin pump had cosmetic damage. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump received with broken battery tube threads noted. The test reservoir p-cap was able to lock in place. Insulin pump passed displacement test, self test, off no power test and all operating currents tested within the spec range. No blank display were noted.